Event description:
Device 3 of 3. Reference MFR. Report#: 1627487-2012-05119. Reference MFR. Report#: 1627487-2012-05120. On (B)(6) 2011, the pt received an scs system including an ipg, two leads (from the same lot), and two extensions (from the same lot). It was reported the pt was admitted to the hospital. She was diagnosed with an infection. The pt's scs system was explanted. The explant facility discarded the products. She is being treated with antibiotics and is healing properly.

Manufacturer narrative:
Evaluation: method: the device history and sterilization records were reviewed. Results: the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion: the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.